Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28nov2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer reportedly replaced the battery earlier; however, the error persisted. The customer was advised to replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged error code 1124 (battery failure) multiple times. Patient use was unknown at the time of the reported event; however, there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 10jan2019. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.